Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. The physician elected to perform an invasive procedure to replace the lead with a rate sensing lead.